Event description:
Information received from another country affiliate. A pt reportedly developed central corneal ulcers in both eyes while wearing acuvue advance contact lenses. This report in for the right eye (od). The pt was initially fit with acuvue lenses while in another country. The pt then purchased additional acuvue advance contact lenses, complete contact lens solution and fresh look cosmetic contact lenses. The pt reportedly wore the acuvue advance contact lenses for 1 day and reported pain and discomfort. The pt then wore a pair of fresh look lenses for 2 weeks with no discomfort. The pt then reportedly wore a fresh pair of acuvue advance lenses and reported pain and redness in both eyes and sought treatment from an optometrist. The optometrist reportedly advised the pt to see an ophthalmologist in 2 days if redness did not resolve. The pt sought treatment from an ophthalmologist in 2007, and was diagnosed with the following in the od bulbar conjunctivitis, ciliar staining, abnormal epithelium, central corneal ulcer and spk on the remaining corneal surface and was prescribed the following treatment: tobrex gtts q2h (evens); exocin gtts q2h (odds); "ointment to restore the epithelium." Bid, cycloplegic eye drops. The pt returned the following day and va was 20/100 pinhole. The pt was prescribed tobradex gtts q6h; exocin q6h; "ointment to restore epithelium qhs. The pt returned for a follow up exam ten days later. The va in the od was 20/30 with pinhole. The pt's treatment was continued with dexafree, exocin, lubrifilm, lipolac gel ophthalmic. The pt was contacted the following month, and reported feeling better. The pt was using the same medications as previously reported. The most recent contact with the pt was six days later, the pt reported vision has decreased in past few days. The pt is going to follow up with the ophthalmologist. The lot history review revealed the following information: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The pt in question wore the same power in both eyes. There are no other complaints in our world wide complaint database for the lot in question other than the 2 issues associated with this pt. No additional information available at this time.

Manufacturer narrative:
No conclusion can be drawn.